Event description:
Related to MFR report # 2183959-2012-02243. It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc on (B)(6) 2010 with the intention of treating her for pelvic organ prolapse, stress urinary incontinence, and other injuries. It was alleged that the plaintiff suffered severe and permanent bodily injuries, significant mental and physical pain and suffering, and inflammation. It was additionally reported, the plaintiff underwent extensive medical treatment, including, but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, hospitalization, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.